Event description:
The customer reported via phone call that the b button was not working. Customer stated that the b button does not work when it is accessed through the menu to give a bolus on the insulin pump. Customer stated that the act button is not responding but it does work sometimes. Customer's blood glucose was over 300 mg/dl. Customer also stated that the pump may have been bumped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.